Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal conductor was extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead was extrinsically breached due to a cut. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted that inner and outer insulation is cut at 16.9cm and the distal conductor is kinked at the same location. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and was protruding through the skin. The rv lead was explanted. In addition, the implantable pulse generator (ipg) and atrial lead were also explanted due to the erosion. The entire system was replaced at a later date. No further patient complications have been reported as a result of this event.